Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the 24th november 2009 and performed to specification up to the 20th october 2013. On 27th october 2013 the device failed a weekly auto self-test due to a low battery. On the 11th november 2013 an increase in voltage suggests a further pad-pak was installed. The device then passed all self-tests up to the 18th january 2015. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between 15th june 2015 and the final history log entry on 21st september 2015. During this time the pad-pak became depleted. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.